Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hbsag g2 elecsys assay on the cobas 6000 e601 module. Initial testing on the cobas e 601 module yielded the following results: anti-hbs >1000 iu/l, hbsag 87.58 coi (reactive), anti-hbc 0.143 coi (reactive), and anti-hcv 3.56 coi (reactive). Repeat testing on the same system produced the following results: anti-hbs >1000 iu/l, hbsag 59.93 coi (reactive), anti-hbc 0.028 coi (reactive), anti-hcv 3.17 coi (reactive), anti-hbc igm 0.067 coi (reactive), and hbeag 2.36 coi (reactive). The sample was subsequently sent to another laboratory for re-testing on a cobas e 801 module, which yielded the following results: anti-hbs >1000 iu/l, hbsag 78.0 coi (reactive), and anti-hbc 0.118 coi (reactive). A confirmatory nucleic acid testing (nat) for hbv viral load was performed, and no hbv dna was detected.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation was limited as calibration and quality control data were not provided, and the patient sample material was discarded by the customer site. Additionally, alarm trace data was not available for review. A definitive root cause for the reported event could not be determined based on the available information. False reactive results may occur with the elecsys hbsag ii assay, as the specificity is less than 100%. The device remains in operation at the customer site.